Manufacturer narrative:
Product has been received by manufacturer. The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges that the circuit has a cracked port which could potentially lead to pressure and volume leak. No patient injury reported.